Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the device was not returned to the manufacturer for evaluation. The lens remains implanted. Device inspection could not be performed, therefore, the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
A patient called reporting that zxr00 intraocular lenses (iol) were implanted on (B)(6) 2016 for the right eye and lens was implant on (B)(6) 2016 for the left eye. Patient is experiencing very heavy starbursts when driving and from street lights, as well as halos. Patient is unable to drive safely at night. Patient was looking for some driving glasses and was told by her physician that the lenses would be too dangerous to remove. Patient has lost some confidences in her current physician and will look for another doctor's opinion. Patient now has a gray film which she states was caused by having laser cataract surgery. Relationship between the noted gray film and patient's symptoms is unknown, however patient is scheduled for a secondary intervention. This report will capture zxr00 diopter 21.5 and a separate MDR report will be filed for the zxr00 21.0 diopter iol.